Event description:
Information was received, from a healthcare provider via a manufacturing representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported, that there was impedances on each lead, for lead revision procedure. Troubleshooting was performed, which included multiple impedance checks after implantation of the lead. They cleaned off the lead multiple times and made sure the lead was properly placed inside header of battery. The cause was not known, but the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2v3v, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2v3v7, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were impedances on all 4 electrodes of the lead.

Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing; however the setscrew was backed out too far. Continuation of d10: product ID 978b128, lot# va2v3v7, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked to clarify the statement that "there were impedances on each lead for the lead revision procedure," the rep stated each electrode was orange when impedance was checked. The rep stated the lead was not explanted and remained implanted in the patient. The rep stated impedances were not checked on the lead. When asked why the patient had a lead revision, the rep stated the patient didn't feel that therapy was helping, and the lead replacement was done for better placement. When asked if impedances were found on the lead that was implanted in the patient, the rep confirmed that was the case and every electrode was orange upon initial impedance check. To resolve the issue, a new ins was opened and connected to the new lead. The new ins was implanted.